Manufacturer narrative:
The reason of this revision surgery is unrelated to the field action. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with herniation of the cylinders and displacement in the distal shaft. An inflatable penile prosthesis (ipp) revision surgery was performed in which it was apparent on incision that cylinders herniated out of the corporal body. The physician reinserted the cylinders and enforced the corporotomies with suture, leaving the device still in service. The patient is expected to fully recover.

Manufacturer narrative:
Additional information: correction/removal reporting #. The reason of this revision surgery is unrelated to the field action. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with herniation of the cylinders and displacement in the distal shaft. An inflatable penile prosthesis (ipp) revision surgery was performed in which it was apparent on incision that cylinders herniated out of the corporal body. The physician reinserted the cylinders and enforced the corporotomies with suture, leaving the device still in service. The patient is expected to fully recover.